Manufacturer narrative:
Evaluated one open or used reservoir. Performed pre-fill test to reservoir . No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a paradigm pump performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was elevated to 380 mg/dl to 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. Customer treated for high blood glucose with bolusing but after bolusing blood glucose not coming hence she uses the syringe. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.